Manufacturer narrative:
(B)(6). Refer to regulatory report #3004209178-2018-12646. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that was implanted with one intrathecal baclofen pump and two spinal cord stimulators. Patient began to feel shivering inside the body (a feeling that as if stimulation was being delivered from inside the body) from one day. This state was not improved even though stimulation of the spinal cord stimulator was turned to 0ma/off. One of the ins was set to 1,000 hz and the other was 20 hz. When 1,000 hz was changed to 20 hz in the condition of 0ma, the patient complained of a tightness in the chest. The setting was therefore returned to 1,000 hz; the symptoms was improved. The setting of the other ins was changed to 1 ,000 hz from 20 hz next; the patient said that the condition got better. In addition, medication was given. The physician could not decide about causality and might be considering that the event was due to the product. No further complications were reported as a result of this event.